Event description:
The customer contact reported a crack. On an unspecified date, the tubing set was being used to deliver an unspecified medication, at unspecified rate. After an unspecified length of time, it was reported that the cassette cracked beneath the clave secondary port on the cassette cracked beneath the clave secondary port on the cassette of the tubing set. The customer contact reported that the clave secondary port did not completely break off, but it was dangling. No specific details were provided. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported crack was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The list number and lot number of the device that was in use are unknown. The customer contact did not provide any information about the device list number; therefore, the brand name and common device name are unknown. The customer contact identified the device as an unspecified plum tubing set. This report represents all the information known by the reporter upon query by hospira personnel.